Event description:
It was reported that the bur unit fell out before the first use.

Manufacturer narrative:
Upon receipt of the unit it was confirmed that the tip of the bur unit was broken. Add'l info will be provided once the investigation has been completed.